Event description:
It was reported the programmer keeps freezing up. Several attempts at shutting down and restarting were unsuccessful. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The programmer locked up on the medtronic screen intermittently. The tab on the power cord bay door was broken.